Event description:
It was reported the device was being set up prior to use with no patient involved. The device leaked and the pressure infusers (listed in section d10 as concomitant products) did not infuse.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in fair condition with pressure chambers. Filled water into reservoir tank, installed temperature check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The reported issue is confirmed. The root cause of the reported issue was found to be a crack in the float switch which had leaked water and damaged compressor due to normal wear and tear. The technician replaced the float switch.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147.no manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed received device in fair condition with pressure chambers. Filled water into reservoir tank, installed temperature check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The reported issue was confirmed. The root cause of the reported issue was found to be a crack in the float switch due to which leaked water and damaged compressor due to wear and tear. The technician replaced float switch.

Manufacturer narrative:
Additional information; d5, h6: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in fair condition with pressure chambers. Filled water into reservoir tank, installed temperature check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The reported issue was confirmed. The root cause of the reported issue was a cracked in the float switch which had leaked water and damaged compressor the was cause by normal wear and tear. The technician replaced float switch. Corrected data: corrected information : d4 catalog number, g1.